Event description:
The reporter did back to back (rapid succession) blood glucose testing, within 10 minutes, using separate fingersticks. Results were hi, 87 and 152 mg/dl. Rptr did not have any symptoms of high blood sugar. Control testing was not done due to lack control solution. Rptr had never cleaned meter until during troubleshooting; retested and got another reading of hi. On follow-up, reporter had tested wtih new control solution and results were in range. Rptr stated problems with getting blood sample, and training was given. No harm was alleged.